Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Report received from distributor stated that the product labeling was found to have an error. The product date of manufacture was listed in the distributor UDI barcode label instead of the expiration date of the product. The expiration date on the primary manufacturer product label was correct.

Manufacturer narrative:
Related mfg report numbers: 3011175548-2024-00184, -00185, -00186, -00187, -00188, -00189, -00190, -00192, -00191, -00193, -00195. Investigation summary: on 12jul2024, cook medical notified atrium medical corporation of a discrepancy in the distribution label (B)(4) applied during the rework of ln (B)(4). Specifically, the UDI on the distribution label had an incorrect date instead of the expiration date. Because of this incorrect date, the device appeared to be expired when it was not. Cook medical is a new distribution partner to atrium where cook is responsible for distributing all icast products. As part of this new partnership, a new distribution label was added to the boms of icast part numbers. The distribution label provides a barcode to be used by cook for logistics purposes when receiving product. Without this label, icast products cannot be sold to or received by cook since they scan at least 1 label per lot during their receiving process. Ln (B)(4) was originally built without the cook label prior to the implementation of the cook label. Once the cook label was implemented, all icast product in inventory required rework to apply this new cook label. These reworks were performed under (B)(4). During the rework for ln (B)(4), two errors occurred resulting in the lot being released with the incorrect label. First, an error occurred during the creation of the label and second, during the verification step of the rework to confirm accuracy of the label. The cause is related to the rework process and will be further investigated in corrective and preventative action CAPA 1101766.